Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported in voluntary medwatch: mw5170986, "please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. Rep was notified yesterday that a broken tfna nail was removed and revised to another tfna on (B)(6) 2025. Original nail tfna nail a revision of a gamma 3 that had failed. The initial revision was to a 14mm 130° right sided tfna nail. This case was on (B)(6) 2024. The recent revision was to another 14mm x 420mm tfna nail. Lack of medial support was identified as the likely issue for the failure however it was requested to send the nail for analysis to see if there may be any other issues or improvements to design that could be made.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported in voluntary medwatch mw5170986, "please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. Rep was notified yesterday that a broken tfna nail was removed and revised to another tfna on (B)(6) 2025. Original nail tfna nail a revision of a gamma 3 that had failed. The initial revision was to a 14mm 130° right sided tfna nail. This case was in (B) (6) 2024. The recent revision was to another 14mm x 420mm tfna nail. Lack of medial support was identified as the likely issue for the failure however it was requested to send the nail for analysis to see if there may be any other issues or improvements to design that could be made.